Event description:
It was reported that during a follow-up in clinic the right ventricular lead was sensing noise which led to inappropriate high voltage therapy. There was also a loss of capture noted on the lead. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
The field reports of noise, loss of capture, and inappropriate hv output were not confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The damage noted to the lead body was consistent with that occurring at the time of explant.